Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was over 500 mg/dl. Customer treated with manual shots to treat high blood glucose. Customer reported that the insulin pump had low reservoir alarm but reservoir has leaks upon checking in the reservoir compartment. Customer unable to rewind the insulin pump. Customer did not continue to troubleshooting for high blood glucose. Customer also reported that the insulin pump had keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no low reservoir anomaly noted. (B)(4).